Event description:
Approximately 25% of the continuous glucose monitoring sensors I have received from dexcom, this one included, do not deploy correctly. The manufacturer is aware of the issue, as it is widespread (my endocrinologist provided me with a number of home tips other patients have tried to help resolve the issue). In short, the inserter set does not disconnect fully from the device when deploying. This results in the inserter set then being adhered to my body, often times with the deployment needle stuck in my body. I then need to forcefully tear it away in order to remove the device, rendering the sensor unusable. In addition, the adhesive used by dexcom is known to, and has for me, created a horrible rash along with damage to skin that takes days/weeks to heal. I have used third party barriers, films, wipes, and steroid creams which help but do not resolve the issue. Again, this is a widespread issue that the company has done nothing to resolve. FDA safety report ID # (B)(4).